Event description:
It was reported that this right atrial (ra) lead was unable to be implanted, as insertion difficulty and placement difficulty were encountered. This lead was also noted to have exhibited helix extension and retraction issues, and low amplitude. This lead was successfully replaced and is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted, as insertion difficulty and placement difficulty were encountered. This lead was also noted to have exhibited helix extension and retraction issues, and low amplitude. This lead was successfully replaced and returned. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted, as insertion difficulty and placement difficulty were encountered. This lead was also noted to have exhibited helix extension and retraction issues, and low amplitude. This lead was successfully replaced and returned. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and dried blood inside the helix housing may have contributed to the irregularity in helix function. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.